Event description:
The patient¿s spouse reported that the patient felt a ¿small shock¿ while sending a remote monitor transmission. The monitor remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).